Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Technical support reset the pump and the pump charged. The customer continued to use pump for insulin therapy.